Event description:
A caller reported a cartridge alarm 20, which did not result in an adverse impact on the customer's blood glucose level. The issue was not related to the load process and had not been previously reported with this pump serial number, although consecutive cartridge alarms were confirmed. Technical support resolved the situation by sending a replacement pump with updated software, as the current pump was still under warranty. The customer was informed about using multiple daily injections (mdi) as backup therapy, instructed on putting the pump into storage mode, and reminded to return the faulty pump within 10 days using the provided return box and pre-paid label to avoid charges. They were also advised on programming and connecting their continuous glucose monitor (cgm) to the replacement pump.